Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6) female patient who received essure (batch no. D87032) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced abdominal pain lower (serious criteria hospitalization and clinically significant/intervention required) and abdominal distension ("bloated"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was withdrawn. At the time of the report, the abdominal pain lower and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and abdominal distension with essure. Quality safety evaluation of ptc received on 14-dec-2016: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately one month later had lower abdominal pain. She underwent a laparoscopic salpingectomy with essure removal, approximately 3 months after insertion. This event is anticipated in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. A review of the manufacturing batch record confirmed that the product met all release requirements. Sample was not available. Therefore, a product quality defect could not be confirmed but is considered plausible.